Event description:
It was reported that post a vena cava filter placement procedure, the filter was allegedly fractured with one leg part retained locally. It was further reported that the filter and leg were removed with forceps. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the g2 filter, one filter leg was seen detached, and residues were seen throughout the filter. No other anomalies were noted. Therefore, the investigation is confirmed for the reported detachment as one leg was detached from the filter. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (component) h11: e4, h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post a vena cava filter placement procedure, the filter was allegedly fractured with one leg part retained locally. It was further reported that the filter and leg were removed with forceps. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.